Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient's hip was revised due to trunnionosis.

Manufacturer narrative:
An event regarding trunnionosis involving a metal femoral head was reported. An event for disassociation was confirmed based on the analysis of the returned device. Method and results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar). Scratches were observed on the distal surface of the head. Damage was also observed on the taper of the head, likely from interacting with the trunnion of the accolade stem." The mar concluded: "no material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a material analysis concluded that "no material or manufacturing defects were observed on the surfaces examined." The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes and additional x-rays are needed to fully investigate the event. If further relevant information becomes available, this investigation will be re-opened.

Event description:
It was reported that the patient's hip was revised due to trunnionosis.